Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit has intermittent power issue. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The getinge field service engineer (fse) found the faulty power lead (plug end). Intermittent power supply from plug when cable is bent. Re-terminated plug with new transparent plug. New retractable cord needed to meet original engineering manufactures (OEM) specifications. Ordered replacement retractable cord and fitted temporary 10a plug and mains lead assembly eta to be confirmed. The 9v internal battery replaced and time and date adjusted. Fse checked all technical logs and confirmed all are ok. Fse replaced pressure seal o-ring and calibration checks completed. Safety checks completed in line with installation checklist. The leak test, all manifolds test, doppler test, visual and functional check and diagnostic test were passed and est completed.